Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and battery compartment was damaged. The customer¿s blood glucose level was 54 mg/dl. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Insulin pump passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Insulin pump received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.